Event description:
It was reported low out of range pacing lead impedance was observed. The patient had an underlying rhythm. Discussed turning off the patient notifier feature. The lead will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.